Event description:
It was reported that the exeter stem fracture in vivo 7 years and 5 months since implantation. Patient required a revision surgery.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed, the device was not returned, it was discarded by the surgeon. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated that x-rays confirm a fracture in the neck area of the exeter stem but it is not possible to determine the exact root cause with the provided information. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, additional x-rays, the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the exeter stem fracture in vivo 7 years and 5 months since implantation. Patient required a revision surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device discarded by surgeon.